Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold was noted on the lead. The physician suspects a micro-dislodgement, but could not be confirmed during diagnostic imaging. The patient was in stable condition.